Event description:
The customer reported on (B)(6) 2013 she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: she deactivated the pod and upon inspection she noticed there was a little kink in the cannula and it also has e dots that resembles dried up insulin. User had not recent changes to diet or exercise.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.